Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 14. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event thepatient experienced: pain. No further patient complications were reported.